Manufacturer narrative:
The event occurred in (b)(60. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the performa nano system within 2 minutes: 26.3 mmol/l and 7.8 mmol/l. Customer took 14 units of novorapid based on the result of 26.3 mmol/l. At an unspecified time after these results customer took 10 units of lantus. No adverse event reported. The manufacturer requested return of suspect product for evaluation.